Event description:
Hcp reported pt infection--gram negative rod. The device system was explanted and returned to the MFR for analysis. A follow-up report will be sent when additional info is received.